Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. In addition, two workmate ECG printouts were also received. Review of the workmate printouts revealed noise present on abl channel 1-2. No other visual anomalies were noted. Functional testing revealed optical fiber 3 no longer met specifications for optical signal properties; however, contact force was displayed when connected to the tactisys quartz unit. The catheter met specifications during temperature testing, however, during electrical testing a short circuit was noted between electrodes 1-4, the tct, and tc2 wires. Moreover, a leak was detected within the irrigation line and corrosion was noted within the connector plug. Further investigation revealed a gap at the luer/proximal tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors. The gap in the luer/proximal tubing junction is consistent with the reported noise, short circuits and corroded connector plug observed during testing. The cause of optical fiber 3 not meeting specifications for optical properties remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.